Event description:
The customer reported that she went to the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 370 mg/dl. Troubleshooting was performed. The insulin pump passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.